Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056665) on 22-oct-2015. The most recent information was received on 01-nov-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ left side device was discovered in her lower abdominal cavit/ migration of essure device location of device: abdomen/ migration of essure: uterus"), ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy"), abortion of ectopic pregnancy ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform dye test until 2014" and device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's past medical history included gravida ii and parity 3 ((B)(6) 2003, (B)(6) 2009, (B)(6)2017). Concurrent conditions included nickel sensitivity. Concomitant products included famotidine (pepcid) from (B)(6) 2017 to (B)(6) 2017, hydrocodone, metoclopramide (reglan), omeprazole, ondansetron (zofran), pantoprazole (protonix), paracetamol (tylenol) and progesterone from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fungal infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("have not had a regular cycle since 2012"), abdominal pain lower ("debilitating cramps/ cramping"), nausea ("nauseous"), weight increased ("weight gain"), weight loss poor ("pounds that I am unable to lose even with diet and exercise "), menstrual disorder ("menstruation , issues"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and vaginal infection ("infection (bladder/ urinary tract/vaginal)( type: vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of defective essure device.), surgery (suction d&c for incomplete abortion) and surgery (suction d&c for incomplete abortion). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, menstruation irregular, abdominal pain lower, nausea, weight increased, menstrual disorder, alopecia, dyspareunia, vaginal infection, vaginal haemorrhage, dysmenorrhoea, menorrhagia, depression, anxiety and fungal infection outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain lower, menstruation irregular, nausea, weight increased and weight loss poor with essure. The reporter considered abortion of ectopic pregnancy, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fungal infection, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure coil on her right side was recovered. Scheduling an additional surgical procedure to recover the left side device. Plaintiff underwent incomplete abortion, suction dilation and curettage due to complications from the essure for first pregnancy second case is created us-bayer-(B)(4). Plaintiff delivered a healthy child on or about (B)(6) 2017 third pregnancy case created (B)(4). Patient experienced another pregnancy (2nd) episode which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded; on (B)(6) 2014: successfully occluded. X-ray - on an unknown date: essure in discovered in her lower abdominal cavity imaging studies showed that the left essure coil was no longer visible. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet- event device dislocation was changed to device expulsion and fungal infection was added. Pregnancy outcome was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ left side device was discovered in her lower abdominal cavit/ migration of essure device location of device: abdomen/ migration of essure: uterus"), ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy"), abortion of ectopic pregnancy ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform dye test until 2014" and device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's medical history included gravida ii and parity 3 (B)(6) 2003, (B)(6) 2009, (B)(6) 2017). Concurrent conditions included nickel sensitivity. Concomitant products included famotidine from (B)(6) 2017 to (B)(6) 2017, hydrocodone, metoclopramide (reglan), omeprazole, ondansetron (zofran), pantoprazole (protonix), paracetamol (tylenol) and progesterone from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 3 months after insertion of essure. In 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fungal infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("have not had a regular cycle since 2012"), abdominal pain lower ("debilitating cramps/ cramping"), nausea ("nauseous"), weight loss poor ("pounds that I am unable to lose even with diet and exercise "), menstrual disorder ("menstruation ,issues"), alopecia ("hair loss"), dyspareunia ("pain during intercourse") and vaginal infection ("infection (bladder/ urinary tract/vaginal)( type: vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (suction d&c for incomplete abortion and removal of defective essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, menstruation irregular, abdominal pain lower, nausea, weight increased, menstrual disorder, alopecia, dyspareunia, vaginal infection, vaginal haemorrhage, dysmenorrhoea, menorrhagia, depression, anxiety and fungal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain lower, menstruation irregular, nausea, weight increased and weight loss poor with essure. The reporter considered abortion of ectopic pregnancy, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fungal infection, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure coil on her right side was recovered. Scheduling an additional surgical procedure to recover the left side device. Plaintiff underwent incomplete abortion, suction dilation and curettage due to complications from the essure for first pregnancy second case is created (B)(4). Plaintiff delivered a healthy child on or about (B)(6) 2017 third pregnancy case created (B)(4). Patient experienced another pregnancy (2nd) episode which captured under (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded; on (B)(6) 2014: results: successfully occluded. X-ray - on an unknown date: results: essure in discovered in her lower abdominal cavity. Diagnostic results: imaging studies showed that the left essure coil was no longer visible. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ left side device was discovered in her lower abdominal cavit"), ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy"), abortion of ectopic pregnancy ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perfoem dye test until 2014" and device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's concurrent conditions included nickel sensitivity. Concomitant products included hydrocodone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("have not had a regular cycle since 2012"), abdominal pain lower ("debilitating cramps/ cramping"), nausea ("nauseous"), weight increased ("weight gain"), weight loss poor ("pounds that I am unable to lose even with diet and exercise "), menstrual disorder ("menstruation, issues"), pelvic pain ("severe pelvic pain/ pelvic pain"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), vaginal infection ("infection (bladder/ urinary tract/vaginal)( type: vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of defective essure device.). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, menstruation irregular, abdominal pain lower, nausea, weight increased, menstrual disorder, pelvic pain, alopecia, dyspareunia, vaginal infection, vaginal haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menstruation irregular, nausea, weight increased and weight loss poor with essure. The reporter considered abortion of ectopic pregnancy, alopecia, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure coil on her right side was recovered. Scheduling an additional surgical procedure to recover the left side device. Plaintiff underwent incomplete abortion, suction dilation and curettage due to complications from the essure for first pregnancy second case is created (B)(4). Plaintiff delivered a healthy child on or about (B)(6) 2017 third pregnancy case created (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded x-ray - on an unknown date: essure in discovered in her lower abdominal cavity imaging studies showed that the left essure coil was no longer visible. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2018: pfs+mr: new events: vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea were added. Reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ left side device was discovered in her lower abdominal cavit/ migration of essure device location of device: abdomen"), ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy"), abortion of ectopic pregnancy ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy") and genital haemorrhage ("heavy bleeding") in an adult female patient (gravida 5, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perfoem dye test until 2014" and device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's past medical history included gravida ii and parity 3 ((B)(6) 2003, (B)(6) 2009, (B)(6) 2017). Concurrent conditions included nickel sensitivity. Concomitant products included hydrocodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish "). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("have not had a regular cycle since 2012"), abdominal pain lower ("debilitating cramps/ cramping"), nausea ("nauseous"), weight increased ("weight gain"), weight loss poor ("pounds that I am unable to lose even with diet and exercise"), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain/ pelvic pain"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), vaginal infection ("infection (bladder/ urinary tract/vaginal)( type: vaginal)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of defective essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, menstruation irregular, abdominal pain lower, nausea, weight increased, menstrual disorder, pelvic pain, alopecia, dyspareunia, vaginal infection, vaginal haemorrhage, dysmenorrhoea, menorrhagia, depression and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menstruation irregular, nausea, weight increased and weight loss poor with essure. The reporter considered abortion of ectopic pregnancy, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure coil on her right side was recovered. Scheduling an additional surgical procedure to recover the left side device. Plaintiff underwent incomplete abortion, suction dilation and curettage due to complications from the essure for first pregnancy second case is created (B)(4). Plaintiff delivered a healthy child on or about (B)(6) 2017 third pregnancy case created (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded. X-ray - on an unknown date: essure in discovered in her lower abdominal cavity imaging studies showed that the left essure coil was no longer visible. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Historical condition were added. Added event depression, mental anguish. Updated onset date. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/ left side device was discovered in her lower abdominal cavit/ migration of essure device location of device: abdomen/ migration of essure: uterus/ migration of essure device-location of device: uterus"), ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy/ pregnancy (ectopic)"), abortion of ectopic pregnancy ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perfoem dye test until 2014" and device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's medical history included multigravida and parity 3 ((B)(6) 2003, (B)(6) 2009, (B)(6) 2017). Concurrent conditions included nickel sensitivity, obesity ((B)(6) ) and neuropathy peripheral. Concomitant products included famotidine from (B)(6) 2017 to (B)(6) 2017, gabapentin, hydrocodone, metoclopramide (reglan), naproxen (motrin), omeprazole, ondansetron (zofran), paracetamol (acetaminophen), paracetamol (tylenol), progesterone from (B)(6) 2017 to (B)(6) 2017 and proton pump inhibitors. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression/ psychological or psychiatric problems-condition: depression ") and anxiety ("mental anguish/ psychological or psychiatric problems-condition:mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ pelvic pain/pain /pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 3 months after insertion of essure. In 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)( type: vaginal)") and fungal infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("have not had a regular cycle since 2012"), abdominal pain lower ("debilitating cramps/ cramping"), nausea ("nauseous"), weight loss poor ("pounds that I am unable to lose even with diet and exercise"), menstrual disorder ("menstruation ,issues"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (suction d&c for incomplete abortion and removal of defective essure device, exploratory laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, menstruation irregular, abdominal pain lower, nausea, weight increased, menstrual disorder, alopecia, dyspareunia, vaginal infection, vaginal haemorrhage, dysmenorrhoea, menorrhagia, depression, anxiety and fungal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for abdominal pain lower, menstruation irregular, nausea, weight increased and weight loss poor with essure. The reporter considered abortion of ectopic pregnancy, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fungal infection, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure coil on her right side was recovered. Scheduling an additional surgical procedure to recover the left side device. Plaintiff underwent incomplete abortion, suction dilation and curettage due to complications from the essure for first pregnancy second case is created (B)(4) . Plaintiff delivered a healthy child on or about (B)(6) 2017 third pregnancy case created (B)(4) . Patient experienced another pregnancy (2nd) episode which captured under (B)(4). Current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded; on (B)(6) 2014: results: successfully occluded. Unilateral occlusion. Right tube was blocked and the left tube was completely open. X-ray - on an unknown date: results: essure in discovered in her lower abdominal cavity. Imaging studies showed that the left essure coil was no longer visible quality-safety evaluation of ptc: unable to confirm complaint~ further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : product indication updated. Medical history, concomitant products added. Pregnancy outcome was updated. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ left side device was discovered in her lower abdominal cavit / migration of essure device location of device: abdomen/ migration of essure: uterus / migration of essure device-location of device: uterus'), ectopic pregnancy with contraceptive device ('pregnancy/ ectopic pregnancy resulting in abortion / post implant pregnancy / pregnancy (ectopic)') and abortion of ectopic pregnancy ('pregnancy / ectopic pregnancy resulting in abortion / post implant pregnancy/ miscarriage') in a 31-year-old female patient who had essure inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform dye test until 2014" and device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's medical history included multigravida and parity 3 (on (B)(6) 2003, on (B)(6) 2009, on (B)(6) 2017). Concurrent conditions included nickel sensitivity, obesity (bmi- 32.32) and neuropathy peripheral. Concomitant products included famotidine from on (B)(6) 2017, gabapentin, hydrocodone, metoclopramide (reglan), naproxen (motrin), omeprazole, ondansetron (zofran), paracetamol (acetaminophen), paracetamol (tylenol), progesterone from on (B)(6) 2017 and proton pump inhibitors. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression / psychological or psychiatric problems-condition: depression ") and anxiety ("mental anguish / psychological or psychiatric problems-condition:mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain / pelvic pain / pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 3 months after insertion of essure. In 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder / urinary tract / vaginal)( type: vaginal)") and fungal infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstruation irregular ("have not had a regular cycle since 2012"), abdominal pain lower ("debilitating cramps / cramping"), nausea ("nauseous"), weight loss poor ("pounds that I am unable to lose even with diet and exercise"), menstrual disorder ("menstruation, issues"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (suction d&c for incomplete abortion and removal of defective essure device, exploratory laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, menstruation irregular, abdominal pain lower, nausea, weight increased, menstrual disorder, alopecia, dyspareunia, vaginal infection, vaginal haemorrhage, dysmenorrhoea, menorrhagia, depression, anxiety and fungal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for abdominal pain lower, menstruation irregular, nausea, weight increased and weight loss poor with essure. The reporter considered abortion of ectopic pregnancy, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fungal infection, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure coil on her right side was recovered. Scheduling an additional surgical procedure to recover the left side device. Plaintiff underwent incomplete abortion, suction dilation and curettage due to complications from the essure for first pregnancy second case is created (B)(4). Plaintiff delivered a healthy child on or about on (B)(6) 2017 third pregnancy case created (B)(4). Patient experienced another pregnancy (2nd) episode which captured under case: (B)(4).current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: results: unilateral occlusion (right tube occluded; on (B)(6) 2014: results: successfully occluded. Unilateral occlusion. Right tube was blocked and the left tube was completely open. X-ray: on an unknown date: results: essure in discovered in her lower abdominal cavity. Imaging studies showed that the left essure coil was no longer visible. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Amendment: the report was amended for the following reason: this is a retention case. This case was found to be duplicate for case: (B)(4). All the information from deletion cases: ((B)(4) was transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5056665) on 22-oct-2015. The most recent information was received on 28-aug-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform dye test until 2014" and device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's concurrent conditions included nickel sensitivity. Concomitant products included hydrocodone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstruation irregular ("have not had a regular cycle since 2012"), abdominal pain lower ("debilitating cramps"), nausea ("nauseous"), weight increased ("weight gain"), weight loss poor ("pounds that I am unable to lose even with diet and exercise "), menstrual disorder ("menstruation ,issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, menstruation irregular, abdominal pain lower, nausea, weight increased, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain lower, menstruation irregular, nausea, weight increased and weight loss poor with essure. The reporter commented: plaintiff underwent incomplete abortion, suction dilation and curettage due to complications from the essure for first pregnancy second case is created (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2017: event abortion spontaneous deleted and pregnancy event updated to ectopic pregnancy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056665) on 22-oct-2015. The most recent information was received on 06-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint~ this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ left side device was discovered in her lower abdominal cavity/ migration of essure device: abdomen/ migration of essure device: uterus'), ectopic pregnancy with contraceptive device ('pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy/ pregnancy (ectopic)') and abortion of ectopic pregnancy ('pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy/miscarriage') in a 31-year-old female patient who had essure inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform dye test until 2014" and device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's medical history included multigravida and parity 3 ((B)(6) 2003, (B)(6) 2009, (B)(6) 2017). Concurrent conditions included nickel sensitivity, obesity (bmi- 32.32) and neuropathy peripheral. Concomitant products included famotidine from (B)(6) 2017, gabapentin, hydrocodone, metoclopramide (reglan), naproxen (motrin), omeprazole, ondansetron (zofran), paracetamol (acetaminophen), paracetamol (tylenol), progesterone from (B)(6) 2017 and proton pump inhibitors. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression/ psychological or psychiatric problems-condition: depression ") and anxiety ("mental anguish/ psychological or psychiatric problems-condition:mental anguish"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ pelvic pain/pain /pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 3 months after insertion of essure. In 2014, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 29-oct-2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal)( type: vaginal)") and fungal infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstruation irregular ("have not had a regular cycle since 2012"), abdominal pain lower ("debilitating cramps/ cramping"), nausea ("nauseous"), weight loss poor ("pounds that I am unable to lose even with diet and exercise"), menstrual disorder ("menstruation ,issues"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (suction d&c for incomplete abortion and removal of defective essure device, exploratory laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, menstruation irregular, abdominal pain lower, nausea, weight increased, menstrual disorder, alopecia, dyspareunia, vaginal infection, vaginal haemorrhage, dysmenorrhoea, menorrhagia, depression, anxiety and fungal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for abdominal pain lower, menstruation irregular, nausea, weight increased and weight loss poor with essure. The reporter considered abortion of ectopic pregnancy, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fungal infection, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure coil on her right side was recovered. Scheduling an additional surgical procedure to recover the left side device. Plaintiff underwent incomplete abortion, suction dilation and curettage due to complications from the essure for first pregnancy second case is created (B)(4). Plaintiff delivered a healthy child on or about (B)(6) 2017 third pregnancy case created (B)(4). Patient experienced another pregnancy (2nd) episode which captured under case (B)(4). Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded; on (B)(6) 2014: results: successfully occluded. Unilateral occlusion. Right tube was blocked and the left tube was completely open. X-ray - on an unknown date: results: essure in discovered in her lower abdominal cavity. Imaging studies showed that the left essure coil was no longer visible. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ left side device was discovered in her lower abdominal cavit"), ectopic pregnancy with contraceptive device ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy"), abortion of ectopic pregnancy ("pregnancy/ ectopic pregnancy resulting in abortion/ post implant pregnancy") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform dye test until 2014" and device ineffective "device ineffective / only one side of fallopian tubes was closed". The patient's concurrent conditions included nickel sensitivity. Concomitant products included hydrocodone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("have not had a regular cycle since 2012"), abdominal pain lower ("debilitating cramps/ cramping"), nausea ("nauseous"), weight increased ("weight gain"), weight loss poor ("pounds that I am unable to lose even with diet and exercise "), menstrual disorder ("menstruation ,issues"), pelvic pain ("severe pelvic pain/ pelvic pain"), alopecia ("hair loss") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of defective essure device.). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, menstruation irregular, abdominal pain lower, nausea, weight increased, menstrual disorder, pelvic pain, alopecia and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain lower, menstruation irregular, nausea, weight increased and weight loss poor with essure. No further causality assessment were provided for the product. The reporter commented: the essure coil on her right side was recovered. Scheduling an additional surgical procedure to recover the left side device. Plaintiff underwent incomplete abortion, suction dilation and curettage due to complications from the essure for first pregnancy second case is created (B)(4). Plaintiff delivered a healthy child on or about (B)(6) third pregnancy case created (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: successfully occluded. X-ray - on an unknown date: essure in discovered in her lower abdominal cavity. Imaging studies showed that the left essure coil was no longer visible. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: f/u summons: events heavy bleeding, hair loss, and pain during intercourse added and event pelvic pain clubbed with severe pelvic pain and event cramping clubbed with debilitating cramping. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.